Event description:
The patient contacted lifescan in 2005 and alleged that the fasttake meter was reading inaccurately low. A patient reported blood glucose results of 180 mg/dl with a lifescan meter and 240 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. During troubleshooting with customer service agent, the patient was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Therefore, this case is reported as a product malfunction. A replacement meter was sent to the patient.